Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. The device belongs to another opco; jrn complaint was logged and captured under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown biomaterial - cement/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date setting time was short (approx. 6 mins). The patient was implanted with unknown biomaterial cement along with zimmer trabecular metal reverse shoulder system humeral stem (12mm stem diameter and 170mm stem length), cement restrictor tornier 24mm. The replacement stem was a long stem and was only partially inserted when the cement hardened. Surgeon was unable to proceed and this lead to the humerus being split to remove all cement. Surgeon did not continue with surgery and it is unknown what the plans are with regards to further surgery. This is report 1 of 1 for complaint pc-(B)(4).